Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an order from the previous day was not visible on the next day in the administration record. Therefore the medication was ordered and administered again. The customer thinks this may be the cause for a surgery to remove an artificial heart.